Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to place their scs system into MRI mode. Later, diagnostics discovered multiple contacts with high impedance. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.